Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation 2 device. A patient alleges the device "has smoked". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information regarding a dreamstation 2 device. A patient alleges the device "has smoked". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Updated: section d: model number added. Catalog item number added. Product UDI added.